Event description:
It was reported that shock impedance measurements have been trending upwards over the past two years. Review of the stored data identified an increase from 130 ohms to 170 ohms. Additionally, non-cardiac related artifact was noted on the most recent event. This patient's system consists of a (B)(6) implantable pulse generator and this right ventricular lead. The system is implanted in this patient's abdomen and the caller inquired if system placement would cause or contribute to the reported clinical observations. A (B)(6) technical services consultant discussed potential reasons for the issues and provided recommendations for evaluation. The patient is traveling for the next three months and has been advised to bring the communicator. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).